Manufacturer narrative:
See b.7.

Event description:
Patient has fallen multiple times and has lost confidence in his knee. Please kindly have a thorough check out of the knee to ensure that nothing is wrong with it. Patient walks on a mechanical knee in the meanwhile so no loaner needed. Event checklist received on (B)(6) 2023: patient feels very insecure about walking with the genium. We want to rule out that there is something wrong with the genium first of all. Once this has been established by our technical check in (B)(6) we will rule out all other possibilities and hopefully reestablish patients feeling of well being with the genium further information received on (B)(6) 2023: sending in the knee in (B)(6) 2023 was an action demanded by his cpo to make sure the knee was safe and reinspected so he could start a new attempt to fit the patient again. To be fair, the patient threatened legal action. On that note, we like to prepare for the worst possible scenario but hope for the best. Currently, it was not specifically named: he speaks of costs from a fracture in his hand. Although we doubt the fall happened with his genium. The patient's cpo suffered a bicycle fall some time ago, resulting in brain damage and long inactivity of his cpo. Since the other cpo's at this location are not genium certified, mr. Bertels was helped at another aqtor location. They deployed a 3r78 at the latest real reclamation (must have been over a year ago - no loaner was provided or requested at that time). I remember a story there that the man would have fallen and broken the wrist, however, this was never relayed to us in a reclamation. Currently, he says or remembers falling with the genium. This is his word against our word. He has said that these costs were borne by him that he does not think is correct because he does not consider himself responsible for the fall. The user currently walks with a 3r15 with assistance of a crutch. Since he kept falling with the genium and did not know why he fell, he opted for this prosthetic knee, when he falls with this knee he knows he has done something wrong, otherwise he would not fall. This was different for genium, he counted on the safety but was surprised and fell, resulting in the total loss in confidence. However, by using this 3r15, he notices more pain in the hip and in his lower back. I assume the knee is the patient's property. This knee was probably provided to him through the patient care centre, I suspect they settled the knee in an annual maintenance. Further information (hospital report) received on (B)(6) 2023: date of treatment (B)(6) 2022 due to fracture in hand, broken wrist - plaster cast on upper limb (hand, wrist, forearm).

Event description:
Initial information received on 05-15-2023: patient has fallen multiple times and has lost confidence in his kee. Please kindly have a thorough check out of the knee to ensure that nothing is wrong with it. Patient walks on a mechanical knee in the meanwhile so no loaner needed. Further information received on 05-17-2023: patient feels very insecure about walking with the genium. We want to rule out that there is something wrong with the genium first of all. Once this has been established by our technical check in duderstadt we will rule out all other possibilities and hopefully reestablish patients feeling of well being with the genium further information received on 10-26-2023: sending in the knee in may 2023 was an action demanded by his cpo to make sure the knee was safe and reinspected so he could start a new attempt to fit the patient again. To be fair, the patient threatened legal action. On that note, we like to prepare for the worst possible scenario but hope for the best. Currently, it was not specifically named: he speaks of costs from a fracture in his hand. Although we doubt the fall happened with his genium. The patient's cpo suffered a bicycle fall some time ago, resulting in brain damage and long inactivity of his cpo. Since the other cpo's at this location are not genium certified, mr. Bertels was helped at another aqtor location. They deployed a 3r78 at the latest real reclamation (must have been over a year ago - no loaner was provided or requested at that time). I remember a story there that the man would have fallen and broken the wrist, however, this was never relayed to us in a reclamation. Currently, he says or remembers falling with the genium. This is his word against our word. He has said that these costs were borne by him that he does not think is correct because he does not consider himself responsible for the fall. The user currently walks with a 3r15 with assistance of a crutch. Since he kept falling with the genium and did not know why he fell, he opted for this prosthetic knee, when he falls with this knee he knows he has done something wrong, otherwise he would not fall. This was different for genium, he counted on the safety but was surprised and fell, resulting in the total loss in confidence. However, by using this 3r15, he notices more pain in the hip and in his lower back. I assume the knee is the patient's property. This knee was probably provided to him through the patient care centre, I suspect they settled the knee in an annual maintenance.

Manufacturer narrative:
According to further information received on 26.10.2023 a serious injury ("fracture in his hand"; "broken the wrist") as a result of a fall was mentioned. It is doubtful which device (genium - 3b1-3 or another device, e.g. Mechanical knee joint) was used at this time and further on may has caused or contributed to the fall resulting in serious injury.